Event description:
This is report 2 of 2 involved in this event. This is a report of a connection issue with a locking titanium adapter that was not connected well to the uv flash transfer set while the patient was doing therapy for peritoneal dialysis. The cause of the connection issue was unknown. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, therefore a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.